Manufacturer narrative:
Additional information was provided in h.3. And h.10. Evaluation summary: an unspecified lens was indicated. It cannot be confirmed if a qualified lens was used with the cartridge. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the tip of the cartridge split upon deploying the iol into the eye. The lol was found to be without flaws and no injury occurred to the patient. The doctor examined the cartridge under a microscope and observed a crack in the cartridge after the iol had deployed. Additional information has been requested.